Event description:
Per clinical trial (B)(4): on (B)(6) 2014, patient underwent bilateral inferior pedicle breast reduction using a full vertical and horizontal t incision. 1 piece of galaflex was cut in half and placed bilaterally. Refine suture suspension was used. Concomitant procedures included mini tummy tuck and lipo. On (B)(6) 2014, breast pain was reported. Patient was treated with medications (xanax, neurontin). Ae resolved on (B)(6) 2014 with no sequelae. Review by medical affairs identifies as likely related to the device and serious.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient experienced post-op complications of breast pain. Medical affairs has assessed the patient¿s postoperative course as being serious and likely related to the study device. Review of the device history records confirmed the device was manufactured to specification. Pain is a known inherent risk of surgery and listed as a possible complication in the adverse reaction section of the instruction for use (IFU) supplied with the device. This MDR reports the ae of breast pain. An additional MDR was submitted to report additional ae of wound drainage. Note: this MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting. Not returned - remains implanted.